Manufacturer narrative:
Continuation of d10: product ID dvea3e4; serial# evx605155s; implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days post implant, reduced r-waves were observed from implant and the 1 day post-op check values. Defibrillation threshold testing was completed and successful termination at 30 joules (j) was confirmed. However, the number of undersensing events were deemed unacceptable. A second dft test was conducted and extravascular (ev) lead sensitivity adjusted, termination was again successful at 30j and this time undersening events were within acceptable limits. Additionally, an alert for low pacing impedance was observed, but deemed to be showing low stable levels. The physician will monitor the patient, treatment was programmed on, and patient discharged. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ev lead was reprogrammed to a different sensing vector.